Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The day after event onset, the patient was treated with vancomycin (500mg, route, duration and frequency not reported), reflin (1 gram, route, duration and frequency not reported) and fortum (1 gram, route, duration and frequency not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.